Event description:
It was reported by the distributor that there were allegedly particular items found in 3 of the tubesets before these were shipped out to the customer.

Manufacturer narrative:
Additional info will be provided once the investigation is completed.